Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying 46 mg/dl. They tested their finger stick and the bg meter reading was displaying 600 mg/dl. The patient was taken to the emergency room (ER) by their spouse based on the bg meter reading. They stated they were in the ER for 6 hours and then was released. No symptoms were reported, and it is unknown what treatment was made while in the ER. At the time of contact, the patient was doing fine. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.